Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was changing out the infusion set and having some trouble. Customer stated that this is only the third time she has changed the set. Customer stated that after changing the set last night, her blood glucose was 116 mg/dl. Customer's blood glucose was 142 mg/dl at bedtime. Customer woke up with a blood glucose level of 391 mg/dl and she was unsure why. Customer stated that she gave insulin through the pump and her blood glucose was over 600 mg/dl. Customer treated with a syringe. Customer's blood glucose was then 591 mg/dl. Customer stated that the plunger is now stuck when she attempts to mush insulin through manually. Customer was assisted with running prime and she received a no delivery alarm. Customer's current blood glucose was 591 mg/dl. Customer's blood glucose was then 555 mg/dl. Customer declined to run the high pressure test. Customer was advised to monitor the issue.